Manufacturer narrative:
Based on the claim against the product by the customer noting clip would not lock, an investigation was completed to determine the cause of this reported event. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of severely bent grip tip to be related to the customer reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.021" offset at the tips. The clip could be loaded on the grips but failed the clip test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clip was unable to properly clip onto the tubing during in-house testing. Common causes of the failure mode bent-severely instrument grips -tips are typically attributed to the mishandling/misuse, such as excess force applied to the instrument jaws. Severely bent grips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This complaint is being classified as a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the clip would not lock. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and the robotics coordinator stated that, the issue occurred during a partial nephrectomy, they tried using the clip applier with medium/large hem-o-loks purple-colored ones and the clip would not lock. They stated that they tried 3 times, and it still would not lock. At that point the robotics coordinator noticed that the jaws of the clip applier were misaligned. They used a backup to continue and complete the case. They stated that the vessel or tissue bundle was not greater than the specified diameter suggested in the IFU, there was no patient injury, and no delay.